Event description:
Per the clinic, the patient experienced skin breakdown and an extrusion of the device. The patient also experienced an infection at the implant site (specific date not reported). Subsequently, the patient was hospitalized (specific date and duration not reported) and was treated with IV antibiotics for 6 weeks (specific date not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report.